Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was having difficulty charging the ins since started recharging after received implant however said that the past four days have been extremely challenging. Patient said that sometimes takes at least 20 minutes to find the implant and then will continue to disconnect. Patient said sometimes takes 1.5 hours to recharge implant. Patient said recharges every eight days and when stimulation gets low, their symptoms return which patient first noticed sometime in the fall of this year. Patient also said received some code however doesn't recall what it was, didn't write it down. The following troubleshooting steps were performed: reset the recharger, located the ins by looking for incision and/or palpating the ins and said that can hardly feel the implant as was told that the ins was implanted deeper, place recharger over ins site before turning recharger on, turn re charger on, apply comfortable pressure to the recharger or consider tightening the recharging belt, recommended patient lean forward while sitting to optimize ins position, repositioned the recharger. The troubleshooting steps that were taken on the call resolved the issue. Reviewed suggestion to recharge more frequently so that ins battery doesn't get so low. Patient to monitor how connecting to implant continues and may need to consult with hcp since patient is aware that ins was implanted deeper. Additional information was received from the patient. They reported that it is hard to charge due to the implant being deep in back. No steps were or will be taken to resolve the issue. They just have to play with the battery charge. The issue has been resolved, and the cause of the ins being implanted too deep was determined.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.